Event description:
It was reported that; the 5.5 uniplanar reduction tulip, separated from the thread shaft during removal of the temporary rod. Update (20-april-2016): the temporary rod holds everything in position and helps when putting a rod in one side. The temporary rod is a small rod (6in) put in one side and the permanent rod is placed on other side. It acts like a brace for when putting the rod on the adjacent side. It is implanted temporarily for 15-20min and once correction is done they remove the temp rod and replace with permanent rod. All happens during the same procedure. Issue was noticed during removal of the temp rod. Tulip head was off the threaded part was still in the body and they took the driver and took it out. No delay. No adverse consequences.

Manufacturer narrative:
Results: the device was inspected and found that the tulip head was disengaged from the screw body. There was deformity on the tulip head locking clip as well as the head of the screw thread body. This maybe due to use of excessive reduction force applied during use with the temporary rod. Which in turn lead to tulip disengagement during removal of temp rod. Conclusion: the possible root cause of the event is determined to be excessive reduction force applied leading to tulip disengagement.

Event description:
It was reported that; the 5.5 uniplanar reduction tulip, separated from the thread shaft during removal of the temporary rod. Update (20-april-2016): the temporary rod holds everything in position and helps when putting a rod in one side. The temporary rod is a small rod (6in) put in one side and the permanent rod is placed on other side. It acts like a brace for when putting the rod on the adjacent side. It is implanted temporarily for 15-20min and once correction is done they remove the temp rod and replace with permanent rod. All happens during the same procedure. Issue was noticed during removal of the temp rod. Tulip head was off the threaded part was still in the body and they took the driver and took it out. No delay. No adverse consequences.